Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgical procedure the guide was locked onto a plate and the screw, that holds the guide in place, broke; leaving part of the screw threaded into the plate. The surgeon decided to leave the small piece of the thread in the plate. This small piece of the threat was retained in the patient. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4) - manufacturing date: june 17, 2013. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation summary: one of the following device(s) was received: guide block for two-column plates (part 03.111.700 / lot 13-8662) the returned device is in good condition. The set screw is missing from the device and was not returned. The complaint condition of the set screw breaking cannot be confirmed since it was not returned. The cause of the complaint condition cannot be determined. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. The associated drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in technique guides. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgery, a right distal open reduction internal fixation of the hand was successfully completed on (B)(6) 2015. It is unknown if additional medical intervention was required but there was approximately a thirty minute (30) delay in surgery. The patient status at the outcome of surgery was reported as acceptable.